Event description:
The consumer reported that they had shoulder surgery 2 weeks prior to the report. The patient was exposed to a (B)(4) unit during physical therapy on (B)(6) 2016. It was reported that the patient recently had a medical test or electromagnetic interference (emi) environmental exposure. No trauma or falls were reported to be related to the issue. An informational power on reset (por) was reported. It was reviewed with the patient on how to clear the por and the por was successfully cleared. The patient was able to turn therapy back on and the therapy was reported to be adequate. It was reported that the patient was unable to sleep the night prior to the report due to stimulation being off. Relevant medical history includes non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.